Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "failed sensor after warm up" occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the sensor failed and the patient was unaware of the sensor failure. Sometime after sensor failure, the patient experienced confusion, lethargy, and dehydration. There is no mention whether a bg was checked at onset of symptoms or what the cgm was displaying prior to failure. The spouse called an ambulance. The patient was hospitalized and treated with fluid 5 percent dextrose, sodium chloride, and an insulin drip. The bg at the hospital was 1200 mg/dl. At the time of the call, the patient remained confused in the hospital and the bg was below 180 mg/dl. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.